Event description:
Boston scientific-target was notified that pre-mature detaching problem occurred upon the coil (gdc-10 ultrasoft 2mm x 1cm) into mc tracker excel 14 2-tip 150cm/7.5cm) as following during procedure. Eight coils got implanted with success before this particular coil . While a physician was implanting this particular coil, as the last coil during procedure, into the lesion, the connection/proximal portion of it could not be got into the lesion sufficiently owing to some restriction. Thus he determined to remove this coil before turning on the electricity. Removing the coil with mc, it got pre-mature detaching into pt's artery. And unfortunately, the detached coil got migration into pt's artery. Pt is "steady".